Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a catheter shaft break occurred. The lesion was located in the left anterior descending artery. As the physician advanced the 15x2.25mm quantum maverick mr balloon catheter through the internal mammary artery and across the lesion, the shaft kinked. The quantum maverick balloon was inflated to 10atms, however, the balloon could not be inflated any higher. As the physician was withdrawing the quantum maverick balloon catheter through the guide catheter and outside of the patient, the quantum maverick shaft ¿snapped¿ while inside the guide catheter. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received along with the guide catheter; each devices was in two pieces. The first piece of the balloon catheter piece measured 75cm from the distal edge of the strain relief to the hypotube fracture site. The second piece measured 60.5cm from the hypotube fracture site to the proximal side of the balloon waist. The hypotube fracture sites appear to be compressed, indicating that the device was most likely kinked prior to the break. The detached balloon portion was not returned. The balloon fracture reveals that the balloon was pinched and subjected to tensile load during the procedure. There were no indications of product specification non-conformance during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a catheter shaft break occurred. The lesion was located in the left anterior descending artery. As the physician advanced the 15x2.25mm quantum maverick mr balloon catheter through the internal mammary artery and across the lesion, the shaft kinked. The quantum maverick balloon was inflated to 10atms; however, the balloon could not be inflated any higher. As the physician was withdrawing the quantum maverick balloon catheter through the guide catheter and outside of the pt, the quantum maverick shaft "snapped" while inside the guide catheter. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
(B)(4).